Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Further information was received that the cause of the reported allegations has not been determined. It is planned to continue to monitor this patient. No adverse patient effects were reported. At this time, this device system remains in service.